Manufacturer narrative:
It was reported that the patient has osteolysis. A revision surgery occurred to convert the patient to an off the shelf knee implant system. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient has osteolysis. A revision surgery occurred to convert the patient to an off the shelf knee implant system.